Event description:
Customer reported via phone call that there is an intermittent response. The blood glucose reading is 145 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.